Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and no notable events occurred prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Caller worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood guidance.